Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. This device was not available for return and evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 23mm aortic valve was explanted after an implant duration of 4 months due to unknown reasons. A 21mm valve was implanted in replacement. Patient was in recovery. During the initial aortic valve replacement with the 23mm valve, the native aortic valve was excised and a good deal of time was spent decalcifying the aortic annulus. The valve was secured according to the manufacturer¿s instruction. The patient tolerated the procedure well. There were no complications noted at the time of the procedure. The patient was remanded to the intensive care unit in critical but stable condition. The patient returned to the operating room approximately 4 months later. The pre and postoperative diagnosis was noted as coronary artery disease. The patient underwent redo sternotomy, avr, and aortic root enlargement. The 23mm aortic valve was explanted and replaced with a 21mm valve. The aorta was not large enough to allow closure so it was enlarged with a dacron patch. The aortic root was then closed around the dacron patch. The patient tolerated the procedure well. There were no complications noted at the time. The patient was remanded to the intensive care unit in critical but stable condition. The patient was discharged successfully discharged home after recovery.